Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a possible temporal relationship between the patient experiencing shortness of breath/dyspnea, headache, wheezing and nausea necessitating patient to terminate continuous cycling peritoneal dialysis (ccpd) therapy on the cycler and requiring an emergency room (ER) visit for medical evaluation. There is a possible causality which may be related to patient experiencing a hypertension episode during pd treatment and requiring antihypertensive medication regime adjustment. Additionally, it is noted that the patient has just resumed ccpd therapy on (B)(6) 2017 and has been on hemodialysis therapy since (B)(6) 2017 through (B)(6) 2017. It is unknown why the transition of renal replacement therapy (rrt) occurred and possible effect on the patient¿s hypertension. The ER visit summary has not been received to date.

Event description:
A patient was reported to have experienced shortness of breath, wheezing, headache and nausea while undergoing peritoneal dialysis (pd) therapy. The patient had transitioned from hd to pd approximately six (6) weeks prior. The following details were provided for the adverse event. During dwell two (2) of five (5) of the pd therapy, the patient discontinued treatment and went to the emergency room (ER) due to shortness of breath, wheezing, headache and nausea. Follow-up indicated that there was no fluid overload and the patient does not have a history of asthma. The patient was not hospitalized and returned home following evaluations. The patient was administered anti-hypertensives for elevated blood pressure. The patient had a known co-morbid condition of hypertension. No malfunction of the liberty cycler was observed or identified, prior to, during, or following the pd treatment. The cycler is not available to be returned to the manufacturer for evaluation.